Event description:
Health professional reported lap-band port replacement due to an alleged port leak. The issue was noted via adjustment under fluoroscopy.

Manufacturer narrative:
The product associated with this report has been returned, however the product analysis has not been initiated at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."